Manufacturer narrative:
(B)(4).

Event description:
Patient's son contacted dexcom on (B)(6) 2016 to report that the receiver displayed hwbbt on (B)(6) 2016. The patient did not report injury or medical intervention. No additional patient or event information is available.